Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported that before patient use (during preparation) the cardiosave intra aortic balloon pump (iabp) had an internal communication error. To continue treatment, the equipment was switched to another device (cardiosave). A getinge field service engineer (fse) evaluated the unit and the reported could not be reproduced, but the log confirmed that fault #124 had occurred which can be related to a bad contact in the transducer x1(pim) or x2(pneumatic interface board). The drive manifold (which comes with a new transducer) was replaced and a running test was conducted for approximately two days, but the event did not recur. All functional and safety test were performed and passed. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) (B)(4). The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. The most probable root cause for the reported is component reliability.

Event description:
It was reported that the cardiosave intra-aortic balloon pump experienced an internal communication error during iabp therapy preparation, prior to patient use. Upon powering on the device, a system failure (fault #124) occurred. Use of the device was discontinued, and it was replaced with alternate equipment available within the hospital to continue treatment. The time required to switch devices is unknown; however, no significant delays were reported. No patient harm or injury was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.